Manufacturer narrative:
Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included re-designing the shipping box, attaching the canister lid to the canister, and using a separate compartment for the filter. This CAPA is currently being evaluated for effectiveness. (B)(4). This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The canister was cracked when it was pulled out of the package.